Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and guided the customer through recovering failed storage space by removing ghost pockets, rebooted the device, and confirmed accurate layout and functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. Customer stated that every time a medication is accessed the pocket was failed. There were no adverse events or injuries reported based on this event.